Event description:
Information received by medtronic indicated that insulin pump was not working as intended and also reported that was hospitalized due to diabetic ketoacidosis (dka). No further details were reported. It was unknown whether the customer will discontinue to use the device. The insulin pump will not be returned for the product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.